Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, a post-operative x-ray revealed that the electrode array was not in the cochlea. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed (B)(4) 2012.